Manufacturer narrative:
Analysis observed a catheter body kink. Analysis found a kink on the proximal side of the anchor. During pressure testing in the lab, this kinked area would occlude when the catheter was bent to a narrow radius. Interrogation of the pump determined it was used to infuse morphine 6.0 mg/ml at 3.9931 mg/day and clonidine 90 mcg/ml at 59.896 mcg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), product type: pump. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional via a clinical study and a company representative in regard to a patient receiving morphine 6 mg/ml at 1.8 mg/day via an implantable infusion pump. The pump was examined on (B)(6) 2015, and was programmed to infuse 3.2056 mg/day at that time. The indication for use (IFU) was listed as non-malignant pain. The patient had increased pain that began approximately (B)(6) 2015. The healthcare professional attempted to regain good pain control and make sure there were no new anatomical issues through medication adjustments and CT scan. A catheter access port (cap) contrast study was aborted due to the inability to aspirate or inject on (B)(6) 2016. At a catheter dye study, the catheter was not patent. The procedure was aborted and a surgical revision was scheduled. On (B)(6) 2016, surgical observation found compression of catheter. The catheter was being compressed by the bones due to loss of vertebral height. At implant the catheter cerebrospinal fluid (csf) could not be obtained from the catheter or catheter access port (cap) prior to disconnecting. The catheter was replaced. The issue was resolved at the time of report. The patient¿s status at the time of report was alive ¿ no injury. Additional information received indicated catheter compression between bones. The outcome resolved without sequelae on (B)(6) 2016. The etiology was indicated as related to the device or therapy, and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had a dye study performed on (B)(6) 2017, and a CT scan after on (B)(6) 2017. The hcp was going to send the results of the CT scan to the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on (B)(6) 2017 reported the reason for the exam was a post dye study. The procedures were a computed tomography (CT) lumbar myelogram, a CT thoracic myelogram and the indication for both procedures was lumbago, post laminectomy. Axial images were obtained from t10-t11 through l5-s1 intervertebral discs at 3mm intervals. Sagittal and coronal reconstruction was also performed to better evaluate the anatomy. Prior to the CT scan, the patient had contrast injected intrathecally. Findings from (B)(6) 2014 lumbar myelogram reported there was a normal anatomic alignment of the lumbar vertebral bodies. There were no acute fractures or dislocations. The patient has had previous posterior fusion of the t11-s1, t11-t12 and l1 vertebral bodies with bilateral pedicle screws and posterior fusion rods placed. There was a bone fusion cages placed within the l5-s1 disc space. The patient had undergone bilateral laminectomies at l2, l3, l4, and l5. The patient had an intrathecal pain pump catheter introduced via a t12-l1 interlaminar puncture. The catheter then proceeded to traverse superiorly into the thoracic spine. Again was identified as a cystic structure posterior the left iliac bone measuring 1.4 by 1.9cm. It was noted that it was likely a postoperative seroma. The conus medullaris terminates at l1-2 and appeared normal. Axial images at the level of t10-t11 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t11-t12 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t12-l1 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images of the level of l1-l2 demonstrated bilateral facet hypertrophy resulting in mild narrowing of the bilateral neuroforamina. There was no herniated disc or central spinal canal stenosis. Axial images of the level of l2-l3 demonstrated bilateral facet hypertrophy resulting in mild to moderate narrowing of the bilateral neuroforamina. There was no herniated disc or central spinal canal stenosis. Axial images at the level of l3-l4 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of l4-l5 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of l5-s1 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Impressions included stable seroma posterior to the left iliac bone and there was no significant change from the previous study. Axial images were obtained from c4 through l1 vertebral bodies at 3mm intervals. Sagittal and coronal reconstruction was also performed to better evaluate the anatomy. Prior to CT scan, the patient had intrathecal contrast injected. Findings from (B)(4) 2014 thoracic myelogram reported there was a normal anatomic alignment of the thoracic vertebral bodies. There were no acute fractures or dislocations. Patient had previous anterior cervical fusion of c4, c5, c6, and c7 vertebral bodies. The patient has had previous anterior corpectomy of the c5 vertebral body with bone fusion cage placed. The patient has had previous posterior fusion previously mentioned. The intrathecal pain pump catheter tip was identified posteriorly at the t9-t10 level. There was no fibrin formation seen around the catheter. The catheter appeared to be intact. There was a round hyper dense objects located posterior of the spinal cord intrathecally at the t10 level. The question was if it was a remnant of a previously placed intrathecal pain pump catheter as this lesion demonstrates a similar appearance to that of the tip of the current intrathecal pain pump catheter. Axial images at the level of t1-t2 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t2-t3 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t3-t4 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t4-t5 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t5-t6 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t6-t7 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t7-t8 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t8-t9 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t9-t10 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t10-t11 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t11-t12 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Axial images at the level of t12-l1 demonstrated no herniated disc, central spinal stenosis, or neuroforaminal narrowings. Impressions included status post anterior cervical fusion and status post posterior thoracolumbar fusion. No further complications were reported/anticipated.